Event description:
It was reported that a malfunction occurred with a pump utilized by a customer in france. There was no reported impact on the customer's blood glucose level. The pump will not be returned, and no further information about the incident was provided.